Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section e1 report first name should have been eric instead of azhar, and reporter last name should have been pearson instead of pasha in the initial report. This correction is reflected in this additional report 2.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-30687. It was reported the patient was experiencing ineffective therapy. It was noted that the patient had a fall. As a result, the patient underwent surgical intervention during which one lead was explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead was replaced, so both are being reported.